Manufacturer narrative:
Patient identifier = sid= (B)(6). A review of tickets was performed for sample diluent lot number 04349un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c processing module or alinity c ict sample diluent for lot 04349un19 was identified.

Event description:
The customer observed falsely depressed potassium and chloride results on alinity c processing module for one patient. The results were provided: on (B)(6) 2020 sid (B)(6) potassium initial result=1.9 mmol/l/repeat=3.1, chloride initial result=66 mmol/l/repeat=109. There was no reported impact to patient management.